Event description:
It was reported that the vessel sealing instrument cable at the distal end snapped during a da vinci low anterior resection procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that multiple cables were broken at the at the wrist. The instrument could not be placed on an in house is3000 system due to this failure. The instrument was returned with zero uses left. No other damage was found. Failure analysis also observed that the snake wrist cables that route through holes 6 and 7 at the wrist disc were broken. Some bio debris was found at the snake wrist area. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.